Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed within the infusion set tubing. Tandem technical support (cts) instructed customer to fill tubing to resolve issue. Customer¿s blood glucose level was 253 mg/dl.